Event description:
A report was received that a hosp in brazil performs about 15 to 20 endoscopies a day (within 8 hrs) with 2 endoscopy equipment. The disinfection procedure is performed very fast and, most of the time, the employees do not wear personal protective equipment (ppe). Initially, the manual disinfection was performed with glutaraldehyde with the endoscopic instruments being immersed in the solution for about 15 mins. The facility changed to cidex opa around (B) (6) 2009 and the staff was trained on the use of the product. After 15 days of training, one of the endoscopes failed and needed to be repaired. It was reported that the endoscope was disinfected with cidex opa. The facility discontinued use of cidex opa. At this point, it was stated that three employees experienced eye irritation and throat reaction during product handling. Later, the reactions were reported as eye and skin irritation. The reactions have not been confirmed. No info has been received to date as to whether the employees received medical attention or treatment. The facility switched back to glutaraldehyde for disinfection. Asp has requested additional info. This is the report for the first employee.

Manufacturer narrative:
(B) (4) - irritation: eye, skin, throat. Incorrect use of device. References: 2084725-2009-00536, 2084725-2009-00537.